Event description:
The customer reported to baxter (B)(4) a continu-flo administration set in which variable flow rates were identified. It is unknown when the alleged malfunction occurred. There was a patient involved; however, there were no reports of patient injury or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One companion sample was returned to the manufacturing plant for evaluation. Visual inspection was performed on the sample and no issue was observed. The sample was tested for gravity, for leakage at 0.56 bar and for air flow. No issue was observed during functional testing. Therefore, the reported condition was not confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.